Event description:
It was reported that during a supply change the ilet user skipped a step and advanced to fill tubing before loading supplies; the agent halted the process and then guided the user through the correct steps to complete the infusion set and cartridge change using an inset, with no alerts or alarms reported. There were no reported adverse clinical effects. Outcomes included successful troubleshooting and education with restoration of proper use. Investigation included user interview and procedural review. Investigation of this case revealed user error during the supply change process, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper procedural sequence.